Manufacturer narrative:
Citation: millan x. Efficacy of a balloon-expandable vascular access system in transfemoral tavi patients catheter cardiovasc interv. 2016 dec;88(7):1145-1152. Doi: 10.1002/ccd.26514 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the efficacy of a balloon-expandable vascular access system in transfemoral transcatheter aortic valve implantation (tavi) patients. All data were collected from a single center between january 2011 and december 2014. The study population included 90 patients (predominantly female; mean age 83 years), all of whom were implanted with medtronic corevalve® (serial numbers not provided). Among all patients adverse events included: vascular complications, including life-threatening bleeding. Based on the available information, 36 adverse events were likely attributed to medtronic product. No additional adverse patient effects were reported.